Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, images not displayed occurred due to failure of the lcd panel. The cause of the faulty lcd panel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to poor contact of the lcd panel, there was an image artifact. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during checking, the 4k uhd lcd monitor had green vertical line on the display. Upon inspection of the customer¿s returned device it was observed, the device had no image due to an lcd panel failure. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.